Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a procedure (exact date is unknown, however reported to be in summer 2011). According to the complainant, the peg tube became blocked. The tube cannot be rinsed with water, and when it is attempted to be rinsed, the tube balloons out. The tube is expected to be exchanged in (B)(6) 2012. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is still implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.